Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supply chain nurse. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility nurse reported that the involved angio-seal device dilator and sheath would not advance over the wire. The doctor was using the wire that comes with the angio-seal. The device was not inserted into the body, the patient was fine, and the case finished with no issues reported. The event occurred pre-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received 20 apr 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Issues with insertion details; insertion, dilator and sheath would not track over wire provided by angio-seal kit. Hemostasis was achieved with manual compression. Blood loss was not greater than 250cc. No equipment or other devices used. Patient condition was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation for product evaluation. The returned sample consists of mated hemostasis sheath and arteriotomy locator, carrier tube, and a header bag. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The arteriotomy locator and sheath were properly mated upon receipt. The carrier tube was returned in the forward lock position. No other damage or deformation was found on the returned device. Functional testing was performed by attempting to insert the guidewire into the locator and hemostasis sheath assembly. The guidewire was able to be inserted successfully without any resistance or issues. Dimensions were measured for the locator and hemostasis sheath and were found to have been within specification. The locator od was found to have been 0.091 in. (0.090 - 0.092) and the hemostasis sheath od was found to have been 0.116 in. (0.114 +/- .005). Both dimensions were within the specifications defined in the engineering drawings active at manufacturing time. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea/hbrt.